Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision in approximately (B)(6) 2007 due to bleeding and pain. It was reported that the patient underwent excision of prosthetic vaginal graft, rectocele repair cystoscopy and monarc sling placement on (B)(6) 2009 due to vaginal mesh erosion, recurrent rectocele and urinary incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lysis of adhesions.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat rectocele and pelvic pain. It was reported that the patient had a concurrent procedure of a salpingo-oophorectomy performed during mesh implantation. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.